Event description:
The customer reported: the customer stated: one of the neuro sponge packs contained only 11 sponges instead of 10 each. Quantity affected: 1 kit(s).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation manufacturing documentation was reviewed for any variations in current process and no variations were found. A kaizen project has been kicked off to analyze our current process and to eliminate the opportunity of miscounting product. This project will evaluate the risk of creating miscounts and improve the process by implementing solutions that will reduce our complaints. It was determined that the operator must have miscounted the strips and due to the weight variation of a missing strip being so small the count scale must have accidentally counted the appropriate amount. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Please be advised that this report is being filed to include the additional information provided by the customer.

Event description:
Additional information from the affiliate stated: received a fedex envelope referencing 2 (B)(4); however, only 1 sample (11 strips) were received and were not identified as to which complaint it pertains to. The customer was contacted for further information regarding which complaint the returned samples pertain to. Customer advised that there were 9 sponges from (B)(4) and she will return the product shortly. Product was returned (9 sponges). The 11 returned sponges are for (B)(4).